Manufacturer narrative:
The pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. There was no motor error alarm noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer's wife reported via phone call of motor error alarm with the customer's insulin pump. The wife states the device delivered a large amount of insulin, and her husband was hospitalized for high blood glucose. The customer's current blood glucose level is 57mg/dl. The customer declined to troubleshoot for motor error alarm, and wished to have the device replaced. The device is being replaced and returned for analysis.